Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: a review of batch history record review indicated that no relevant non-conformances and deviations noted and the quality control(qc) release data met qc specification. The retained product testing indicated the product performed as expected with qc cut off and middle positive standard. The customer's observation was not replicated. It is unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
It was reported that a false negative result was obtained for alere hcg cassette lot hcg9112041. Although requested, no further information has been provided.